Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2018, product type: catheter. Product ID: 8709sc, serial/lot #: (B)(4), ubd: 26-oct-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-apr-10, information was received from a patient via a manufacturer representative (rep) regarding a patient receiving dilaudid (18 mg/ml, 2.995 mg/day) via an implantable pump for non-malignant pain. On an unknown date, the catheter was visible through the skin due to dehiscence at the pump site. There were no known environmental, external or patient factors that may have led or contributed to the issue. The patient did state that they have had several pocket revisions with a plastic surgeon and with their hcp and the site would never heal properly. It also stated that the patient "has had several pocket revisions due to the skin not healing". The hcp decided to remove the old catheter and replace it with an 8780 then created a new pump pocket in the patient's lower left abdomen. The same pump was used and a catheter revision occurred despite the report that "the system was removed and replaced". There were no complaints with the pump or catheter efficacy. The issue was resolved at the time of this report. The patient's status was alive - no injury.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-apr-11, additional information was received from a manufacturer representative (rep). The rep reported the onset date of the impaired healing was not given to them. They were told by the husband that this had occurred several times. The cause of the healing issues were not known. Further details were requested regarding the previous pocket revisions, but the rep reported they were not typically told when the hcp performs pocket revisions and this case was different because the hcp wanted to move the pump and place a new catheter. Resolution was requested and the rep reported they believe it was too early to tell and "as of now, it is healing".